Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the increase in the patient's gradients approximately 2 years post valve implant cannot be determined. It may have been related to the patient comorbidities and progression of the patient pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), the patient had a previous tf tavr procedure for a 23mm sapien 3 valve, approximately 2 years post implant, the valve velocity was greater than 4.0 m/s and the patient has heart failure. The patient was admitted and transferred to a tavr center where a valve in valve procedure was completed. The starting mean gradient was 37 mmhg and after placement of a new 23 mm sapien 3 ultra valve, into the pre-existing sapien 3 valve, the mean gradient decreased to 7 mmhg. Upon review of medical records, it was reported that the patient with history of multiple hospitalizations due to recent covid infection with bacterial pneumonia. Approximately 2 years post implant the patient presented with increasing weakness, and dyspnea. The patient was initially on bipap and then upon presentation to ICU required intubation and vasopressor support. An echo done upon admission showed an lvef of 35% and anterior wall akinesis, aortic valve gradient 34 mmhg. The patient had an nstemi requiring cardiac catheterization and stent placement patient. Upon this time, patient was referred via medical flight to the implant facility for evaluation for aortic stenosis (as). Per the cardiology consult assessment - the patient was found to have low flow, low gradient severe as with new onset heart failure with reduced ejection fraction (hfref). A tavr procedure was planned to be performed within a week. The aortic valve gradient had increased from 16 mmhg at implant, to 34 mmhg.